Event description:
Revision surgery- the patient fell; required a revision.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to trauma after 10.1 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the trauma was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.